Event description:
Information received by medtronic indicated that the user experienced leaks from the reservoir. The customer stated leaks from the reservoir barrel during priming and fill tubing process. The customer also stated that there was physical damage to the reservoir. No harm requiring medical intervention was reported. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.